Event description:
Hill-rom received a report from a hill-rom technician stating the nurse call would not work. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The hill-rom technician found the communication cable was not able to connect to the wall due to pins being bent on the cable. Per the hill-rom service manual, the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Check for current leakage at the nurse call system communication connections. Warning: a communication cable must be used for beds that have nurse call. Failure to do so could cause patient injury. For beds that have nurse call systems, a communication cable must be connected between the bed and facility communication system. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006-2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the communication cable with a hospital-owned cable to resolve the issue. Based on this information, no further action is required.